Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post-op check, the left ventricular lead exhibited low impedance measurements; an increase in capture thresholds was also noted. All other electrical measurements were within range. No intervention was reported. The patient would continue to be monitored.